Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to slightly loose drive support disk. Device was received with minor scratches on lcd window and cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump ran out of battery during manual prime. He changed the battery and received a compromised force sensor system alarm. Customer stated that insulin was squirting out of the tubing and the insulin pump was stuck in the preparing to prime loop. The customer was disconnected during prime. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer had received a new upgraded insulin pump. The device was returned for analysis.